Event description:
It was reported that after replacing infusion supplies, the user experienced rising glucose from 140 to 311 mg/dl and noted discomfort at the new infusion site; upon removal, the cannula was found bent with blood and insulin observed at the site, and the user replaced the infusion set with support and confirmed insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included self-management at home without escalation of care. Investigation included user troubleshooting and education over the phone, including guided infusion set replacement and confirmation of resumed insulin delivery. Investigation of this case revealed a bent cannula and probable site insertion issue consistent with infusion set failure leading to under-delivery of insulin. It was concluded, based on previously established findings for similar reports, that the cause was use-related insertion issue resulting in infusion set malfunction and transient hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.